Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. Device was discarded.

Event description:
It was reported that the lancet was exposed, outside of the lancet drum, out of box.